Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the discovered heat damage on the input/output printed circuit board which compromised the backflex and prevented the pump from operating as expected. The input/output printed circuit board/shielding, and the rear case were replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device's input/output printed circuit board overheated. There was no patient involvement.